Event description:
A healthcare facility in hong kong reported via a fisher and paykel healthcare (f&p) field representative, that two mr290v vented autofeed humidification chambers were found cracked during use. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Section d4 and h4: device 1: lot#: 2100796240; date of manufacturing: not provided; UDI: not provided. Device 2: lot#: 2100794520; date of manufacturing: not provided; UDI: not provided. Method: the complaint (B)(4) vented autofeed humidification chambers were returned to fisher & paykel healthcare (f&p) in new zealand where they were visually inspected and analysed. Results: visual inspection of the returned (B)(4) chambers revealed vertical crack lines below the maximum water line near the rolled base on both chambers. The rolled base thickness of both chambers were found to be within specification. Conclusion: we are unable to determine the cause of the reported event. Every (B)(4) chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject (B)(4) chambers would have met the required specification at the time of production. Our user instructions that accompany the (B)(4) vented autofeed humidification chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Use of the (B)(4) above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions could lead to a loss of ventilation pressure."

Manufacturer narrative:
(B)(4). Device 1: lot#: 2100796240; date of manufacturing: not provided; UDI: not provided. Device 2: lot#: 2100794520; date of manufacturing: not provided; UDI: not provided. The two complaint mr290v vented autofeed humidification chambers are currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher and paykel healthcare (f&p) field representative, that two mr290v vented autofeed humidification chambers were found cracked during use. There was no reported patient consequence.